Event description:
Customer reportedly received the following results on the aviva system within 13 minutes: 57 mg/dl, 45 mg/dl, 55 mg/dl, 94 mg/dl, and 99 mg/dl. Customer was feeling hypoglycemic at the time of the readings, and was able to self-treat with a sandwich. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.